Manufacturer narrative:
The complaint received from the (B)(6) study states that this patient died from cardiac related issues approximately 33 months post index procedure. This was a (B)(6) male with medical history including angina, family history of coronary artery disease, most recent mi (B)(6) 2010, and history of smoking. The indication for the index procedure was acute coronary syndrome. The patient presented in an acute coronary syndrome setting with onset of symptoms two hours pre-procedure with duration of 30 minutes. Pci was performed on a 100% de novo lesion in the mid lad, described as 17mm in length in a 3mm vessel diameter. The lesion was classified as type c with thrombosis possible prior to pci and pre-procedure timi flow 0. The lesion was pre-dilated with a 2.0x12mm balloon at 15 atms before a 3.5x18mm cypher rx stent was deployed at 11 atm. Post-dilation was performed with a 3.5x15mm balloon at 17 atms, because the stent was not fully expanded. The residual diameter stenosis measured 0%. Timi 3 flow was restored post-procedure. Post-procedure on (B)(6) 2010 at 01:125, the ck was 4686 (ratio 17.42), the ckmb was 339 (ratio 56.5), and the troponin was 136 (ratio 272). On (B)(6) 2010 at 04:50, the ck was 860 (ratio 3.20), the ckmb was 25.8 (ratio 4.3), and the troponin was 32.13 (ratio 64.26). The cardiac biomarkers form also contains a record of the following cardiac enzymes peaks with no date, time or upper normal limits: the peak ck at 6413 with a peak ckmb at 420 and a peak troponin at 136. Adjudication determined this to be an elevated enzyme event without mi and was captured as such. The patient was discharged on dual anti-platelet therapy. Additional information was received in the revised crf indicating that the patient had expired due to cardiac arrest approximately 33 months post index procedure. As per sae narrative summary, the patient came to the emergency room via the ambulance, in an unresponsive state. The patient continued to be unresponsive without spontaneous breathing. Healthcare professionals continued advanced cardiac life support efforts; however, there were no positive results from said efforts. The patient was pronounced dead. It is unknown if the dual anti-platelet therapy had been continued by the patient. The investigator considered this event not to be related to the study stents, drug, or procedure. The index stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15116875 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Death, from ischemic heart disease, is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had several medical conditions that may have contributed to the reported death.

Event description:
As reported by the (B)(4) study, a patient expired due to cardiac arrest approximately 33 months post index procedure. At the time of index procedure, the patient was admitted with an stemi. Pci was performed on a 1000% de novo lesion in the mid lad of 17mm in length in a 3mm vessel diameter. The lesion was classified as type c with thrombosis possible prior to pci and pre-procedure timi flow 0. The lesion was pre-dilated with a 2.0x12mm balloon at 15 atm before a 3.5x18mm cypher rx stent was deployed at 11 atm. Post-dilation was performed with a 3.5x15mm balloon at 17 atm because the stent was not fully expanded. The residual diameter stenosis measured 0%. Timi 3 flow was restored post-procedure. There were no procedural complications and the patient was discharged 3 days later. Approximately 33 months post index procedure, a patient expired due to cardiac arrest. As per sae narrative summary, the patient came to the emergency room via the ambulance. The patient continued to be unresponsive with no spontaneous breathing. They continued CPR, gave epinephrine, and shocked at 360j. The patient was pronounced dead. The investigator considered this event not to be related to the study stents, drug, or procedure.

Manufacturer narrative:
Concomitant medications included aspirin, plavix, eptifibatide, heparin, lisinopril, lopressor, prasugrel, pravachol, and pravastatin. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Addendum: additional information received through adjudication minutes indicated that on (B)(6) 2013 the patient was brought by ems to the emergency department in acute cardiac arrest. According to wife, patient had some arm discomfort over the 24 hours and received multiple medications and defibrillations prior to arrival, according to admission note. Upon arrival, the patient was in agonal rhythm. CPR was in progress. Patient had significant amount of emesis in the posterior pharynx, which was removed using a glide scope and suction. There were loose teeth noted in the posterior pharynx. Partial teeth were removed with suction. Large amount of emesis continued to be noted in the posterior larynx with a glide scope. It was elected to ventilate the patient with a bag-valve mask. Attempted passage of endotracheal tube was unsuccessful and bag-valve mask ventilation was continued. Finally, the endotracheal tube was placed and the patient was ventilated. Emesis was noted through the endotracheal tube. On (B)(6) 2013, the ck was 868 (nl 275, ratio 3.16), the ckmb was 100.5 (nl 6.0, ratio 1.75), and the troponin I was 7.55 (nl 0.04, ratio 188.75). The site provided ECG strips taken at the time of event, but 12-lead ecgs are unavailable. The patient was receiving epinephrine every five minutes and CPR was continued. His pupils were fixed and dilated. There were no spontaneous respirations and no pulses. For ventricular fibrillation rhythm, patient was shocked with 360 joules, but there were no changes noted. The patient was pronounced dead on (B)(6) 2013 at 22:23. The site reported cause of death as cardiac due to other (cardiac arrest). Please find updated codes in order to reflect new events along with previously reported code of cardiac arrest. Complaint conclusion: the complaint received from the cypress study states that this patient died from cardiac related issues approximately 33 months post index procedure. This was a (B)(6) male with medical history including angina, family history of coronary artery disease, most recent mi (B)(6) 2010, and history of smoking. The indication for the index procedure was acute coronary syndrome. The patient presented in an acute coronary syndrome setting with onset of symptoms two hours pre-procedure with duration of 30 minutes. Pci was performed on a 100% de novo lesion in the mid lad, described as 17mm in length in a 3mm vessel diameter. The lesion was classified as type c with thrombosis possible prior to pci and pre-procedure timi flow 0. The lesion was pre-dilated with a 2.0x12mm balloon at 15 atms before a 3.5x18mm cypher rx stent was deployed at 11 atm. Post-dilation was performed with a 3.5x15mm balloon at 17 atms, because the stent was not fully expanded. The residual diameter stenosis measured 0%. Timi 3 flow was restored post-procedure. Post-procedure on (B)(6) 2010 at 01:125, the ck was 4686 (ratio 17.42), the ckmb was 339 (ratio 56.5), and the troponin was 136 (ratio 272). On (B)(6) 2010 at 04:50, the ck was 860 (ratio 3.20), the ckmb was 25.8 (ratio 4.3), and the troponin was 32.13 (ratio 64.26). The cardiac biomarkers form also contains a record of the following cardiac enzymes peaks with no date, time or upper normal limits: the peak ck at 6413 with a peak ckmb at 420 and a peak troponin at 136. Adjudication determined this to be an elevated enzyme event without mi and was captured as such. The patient was discharged on dual anti-platelet therapy. Additional information was received in the revised crf indicating that the patient had expired due to cardiac arrest approximately 33 months post index procedure. As per sae narrative summary, the patient came to the emergency room via the ambulance, in an unresponsive state. The patient continued to be unresponsive without spontaneous breathing. Healthcare professionals continued advanced cardiac life support efforts; however, there were no positive results from said efforts. The patient was pronounced dead. It is unknown if the dual anti-platelet therapy had been continued by the patient. The investigator considered this event not to be related to the study stents, drug, or procedure. Additional information received through adjudication minutes indicated that on (B)(6) 2013 the patient was brought by ems to the emergency department in acute cardiac arrest. According to wife, patient had some arm discomfort over the 24 hours and received multiple medications and defibrillations prior to arrival, according to admission note. Upon arrival, the patient was in agonal rhythm. CPR was in progress. Patient had significant amount of emesis in the posterior pharynx, which was removed using a glide scope and suction. There were loose teeth noted in the posterior pharynx. Partial teeth were removed with suction. Large amount of emesis continued to be noted in the posterior larynx with a glide scope. It was elected to ventilate the patient with a bag-valve mask. Attempted passage of endotracheal tube was unsuccessful and bag-valve mask ventilation was continued. Finally, the endotracheal tube was placed and the patient was ventilated. Emesis was noted through the endotracheal tube. On (B)(6) 2013, the ck was 868 (nl 275, ratio 3.16), the ckmb was 100.5 (nl 6.0, ratio 1.75), and the troponin I was 7.55 (nl 0.04, ratio 188.75). The site provided ECG strips taken at the time of event, but 12-lead ecgs are unavailable. The patient was receiving epinephrine every five minutes and CPR was continued. His pupils were fixed and dilated. There were no spontaneous respirations and no pulses. For ventricular fibrillation rhythm, patient was shocked with 360 joules, but there were no changes noted. The patient was pronounced dead on (B)(6) 2013 at 22:23. The site reported cause of death as cardiac due to other (cardiac arrest). The index stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15116875 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. Thrombosis is a known potential adverse event associated with drug eluting stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Eluted drugs inhibit epithelialization in an effort to prevent restenosis. Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. Death, from ischemic heart disease, is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had several medical conditions that may have contributed to the reported death.